Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). Troubleshooting was performed. The customer reported a blood glucose value of 454 mg/dl and a current blood glucose value: was 450 mg/dl. The customer reported the following led up to the event: the customer reports receiving a sensor updating alert which eventually resulted in a change sensor alert. The event involved product(s) mmt-7040b, mmt-342, mmt-431ag, mmt-1884, mmt-7040a. The customer was using the auto mode/smartguard feature at the time of the event. The customer reported air bubbles. Confirmed used room temperature insulin. Did not have a plunger available to attempt purging of air bubbles. The customer requested assistance with pump programming. Assisted customers with requested programming. The customer has been using the insulin pump system within 48 hours of the reported high bg event. No further patient complications were reported. It was unknown whether the customer would continue using the device. No product return is required for mmt-7040b. No product return is required for mmt-342. No product return is required for mmt-431ag. No product return is required for mmt-1884. No product return is required for mmt-7040a.